Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked/broken end cap and cracked reservoir tube noted during visual inspection. Cracked and bleeding lcd glass noted. Unable to perform prime/force sensor system, displacement, basic occlusion, occlusion and excessive no delivery alarm test due to lcd physical damage. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump was not delivering insulin. The customer's blood glucose was 20 mmol/l. The customer stated that her blood glucose kept rising and believed that the insulin pump was not delivering insulin at all. Troubleshooting was done. It was confirmed that the insulin was able to properly deliver a bolus and that there were no alarms. The customer's insulin pump passed the self-test. Advised that a replacement insulin pump was available. Nothing further reported.